Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported stent dislodgement was confirmed. The reported difficulty to remove was unable to be confirmed as the guiding catheter used in the procedure was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified right coronary de novo lesion. After the lesion was pre-dilated, a 3.0 x 23 mm xience alpine stent delivery system (sds) failed to cross due to the anatomy. As the sds was being removed into the unspecified guiding catheter (gc) resistance was met and the stent dislodged. The sds was able to be removed and the stent remained within the gc which was also simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.